Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that during an anterior cruciate ligament reconstruction the intrafix advance small trial clogged. Another device was used to complete the procedure. The complaint device was received and evaluated. Visual observation reveals that the device is dull and the laser markings are slightly faded. The device is reusable; because of this, the marks indicated that it is worn. Also, there are nicks and scratches of rough use. Finally, it was found that the tip of the distal part appeared to be damaged, as clogged. The device is reusable and it showed that device is worn. The complaint can be confirmed. The possible root cause for the reported failure can be attributed to field wear due to rough use. However, this cannot be conclusive determined. A manufacturing record evaluation was performed for the finished device [1611001] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the sales rep via phone that during an anterior cruciate ligament reconstruction the intrafix advance small trial clogged. Another device was used to complete the procedure. No patient consequences or surgical delay reported. The device is available to be returned for evaluation.